Event description:
On september 30th, the user contacted dario to report high blood glucose (bg) readings.the user reported that since one week prior, he was receiving bg readings from his dario meter that were 20 mg/dl to 30 mg/dl higher than his normal range.

Manufacturer narrative:
After an attempt to contact the user, on october 2nd, the user emailed dario once again to report that he tested using control solution and received the following readings: level 1 142 mg/dl; level 2 240 mg/dl. The user stated that these readings were just beyond the upper limit of the control solution range. The user also mentioned that he no longer has the initial control solution test results from when he first received the kit last month. While on the phone with dario's representative, the user stated that his normal fasting bg is in the 100 mg/dl to 110 mg/dl range. The user reported that initially his bg readings with his dario meter were within range, however in the past weeks, there is a difference of 20 mg/dl to 30 mg/dl. The user also reported that when performing the control solution test, the level 1 reading was out of range and the level 2 reading was almost out of range. Due to the above the user opened two new cartridges of strips, however he stated that his issue persists. The user stated that he did not have his device with him during this call, and therefore more information could not be obtained, and troubleshooting could not be performed. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.